Event description:
It was reported that an occlusion alarm 2 followed by alarm 26 occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed the cartridge and infusion set to resolve the blockage. Reportedly, customer resumed pump therapy.